Event description:
Home pt (hp) reports leak with effluent sample line of drain line of homechoice set. Hp does not remember leaving clamp on this line open, and does close the clamp prior to starting treatment when the line is not needed. Leak was noted after pt had completed the treatment, and the tip protector of this effluent sample line was found in the bedding. No pt injury or medical intervention required per hp.